Event description:
Complainant alleged that during a routine shift check by a clinician the device's display blanked out and also displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.